Event description:
Procedure: small bowel resection. According to the reporter: failed firing of linear stapler / patient currently being monitored. 1. I was contacted by (B)(6) on (B)(6) 2015 and arranged to meet face to face to discuss a gia8038s instrument the same day. During a functional end to end anastomosis the following occurred: the 1st firing with a gia8038s (lot#p4k0065kx) was performed correctly the 2nd firing with the above gun and a replacement gia8038l dlu (lot#p5c0164x) was observed to divide tissue without staples present. Both the cartridge and tissue were checked and no evidence of staples were located visually. The gia80 instrument was not reloaded again. A gia6038s was requested to continue the bowel resection adjacent to the above gia80 transection location. The gia6038s firing was performed successfully and was reloaded and with a gia6038l dlu and used to perform the side to side bowel anastomosis successfully. A gia10038s was then requested to close the above gia entry site to complete the anastomosis. I was advised this procedure would normally be completed utilising a gia8038 stapler with 4 firings ( 1 instrument plus 3 dlu's). 2. The gia8038l cartridge was involved 3. This occurred on mon (B)(6) 2015 4. A female patient was involved 5. The patient will be reviewed on wed (B)(6) 2015 to evaluate the anastomosis site (surgical wound is currently vac dressed not closed), the procedure required an alternative instrument to be used to complete the 2nd firing, and the surgeon had to re- prepare a subsequent transection site and also complimented the final gia10038s firing with hand sewn support to the staple line anastomosis. The gia80 instrument has been bagged and contains the stapler and 2 x reloads. The failed firing dlu is currently in its jaws, the additional dlu in the bag loose was the original cartridge that was on the instrument for the first firing. I was advised that the surgeon dr (B)(6) was in the adjacent ot at the time and the procedure was performed by snr reg (B)(6) and assisted by rmo (B)(6). The above meeting with (B)(6) the equipment officer was also attended by the involved procedural scrub nurse (B)(6) who provided the sequence of instrument utilisation to me to report here. (B)(6) advised she has removed the gia80 products with same lot numbers of her own accord and has adequate alternative stock available for use. I have advised that our MDR team will contact her to facilitate instrument return and follow up on any questions she has.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two gia 80-3.8 single use reloadable staplers with the reloads and one gia 80-3.8 single use loading unit, all opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instruments by the pmv investigator noted no abnormalities. The visual inspection of each cartridge noted that the single use loading units were fully applied; however, the pushers were observed to be deployed at inconsistent depths on cartridge one and two. Microscopic inspection of the knife blades displayed no damage. Functional testing of sulus one and two was precluded to preserve the condition of the sample for further inspection. Sulu three was reset and reloaded with staples. The sulu unloaded and loaded repeatedly without difficulty. The sulu and instrument one were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. The firing knob could be advanced and retracted without any hang-ups. Sulu three was used to conduct functional testing of instrument two. Sulu three was reset and found to unload and load repeatedly without difficulty. The sulu and instrument two were applied to test media with acceptable results; the knife cut completely and cleanly. The firing knob could be advanced and retracted without any hang-ups. The investigation was forwarded to engineering for further review. Visual inspection of the instruments by engineering verified the observations made by the pmv investigator. Additionally, microscopic inspection of the pushers noted witness marks consistent with proper staple formation. Pushers were observed to be deployed at the distal ends of all the cartridges, indicating that the firing stroke was completed when applying each cartridge. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed inconsistent pusher deployment may occur if the instrument is handled incorrectly after firing the device. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.